Event description:
Received information the patient suffered a fall, she fell back on her neck four days ago and since that time the stimulation has been uncomfortable. She feels stimulation in the wrong location and overstimulation sensation. Feeling it in both arms and hands even though the stimulation is at 0.0v. Patient requested instructions on using the on/off controls and synching with the ins using the patient programmer. Patient was able to turn stimulation off. Patient has requested a medtronic representative see her to check the device. Patient services recommended x-rays of the lead and extension areas. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).